Event description:
Procedure: thoracic. According to the reporter: the stapler was used and fired on the pulmonary artery. The stapler and cut but would not open causing the surgeon to over sew the area to prevent blood loss and the stapler was separated from the tissue using a metz. The artery had to be over sewn and the stapler had to be removed by cutting it out.

Manufacturer narrative:
(B)(4).